Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information has been requested from reporter but has not been received. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the subject screwdriver broke during surgery. During the screwing of a screw into an osteosynthesis plate in the patient's forearm, the hexagonal head screwdriver broke in the recess of the screw head. This resulted in a surgical delay; however the extent of surgical delay caused by the event is unknown. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Product investigation summary: only the screwdriver was returned for investigation. The screwdriver was found broken between the shaft and the hexagonal tip. The broken part is missing. Furthermore, there are wear and tear signs and scratches all-over the surface. Because of the damage and the missing hexagonal tip, it is not possible to measure for the complaint relevant dimensions. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. A visual inspection discovered several traces of mechanical damages on the device. The microscopic view of the broken surface shows a homogenous surface, which indicates material conformity. Based on the investigation alone, and without all involved parts, the exact root cause cannot be determined. It is likely that the breakage was caused by an excessive force influence on the instrument during its use. The cause of failure is not due to any manufacturing non-conformances as no product fault could be detected. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 26, 2006. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: the procedure was prolonged by ten (10) minutes.

Manufacturer narrative:
Event date provided buy reporter. Lot number was identified upon receipt of subject device and added. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. DHR review requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.